Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had elevated bgs to 30 mmol/l since having a flu 2-3 weeks earlier. There was no reported need for medical intervention. The reporter stated that the luer connection came loose on one occasion; the reporter was advised on proper tightening procedure. The reporter also indicated that cold insulin was used in the cartridge and there was no assessment of air bubbles after the cartridge was inserted into the pump. The reporter was advised on using room temperature insulin. Troubleshooting concluded no functional issues with the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported stated that cold insulin was used in the pump the luer connection came loose during use. Customer support advised the patient on proper tightening and proper filling technique. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no insulin delivery defects found during testing.